Manufacturer narrative:
Product evaluation: the product was returned and the reported damaged was observed. Other damage was also observed. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved monarch (d) cartridge (lot number not provided) and monarch iii handpiece with cellugel. Cellugel is not qualified for this lens model or cartridge. Root cause: the root cause is most likely related to a failure to follow the dfu. The indicated viscoelastic (cellugel) is not qualified for use with this lens/cartridge combination. The use of an unapproved viscoelastic may contribute to unpredictable outcomes, which may result in lens damage or improper delivery. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested 03/09/2011 by fax and mail. A completed questionnaire was received 03/11/2011. (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implant surgery, the lens was removed and replaced due to a broken haptic. In a follow-up, the surgeon reported that this required additional surgical manipulation, which resulted in increased corneal edema and anterior inflammation. The event has resolved. An unapproved viscoelastic was used during the procedure.